Manufacturer narrative:
Results: the returned indigo system separator 5 (sep5) delivery wire was fractured at approximately 174.0 cm from the proximal end. The wrapping wire was fractured and unraveled. Conclusions: evaluation of the returned sep5 revealed that the delivery wire and wrapping wire were fractured. If the sep5 is forcefully retracted against resistance, damage such as this may occur. The cat5 identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance was unable to determined. Penumbra separators are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system separator 5 (sep5). During the procedure, the physician advanced a sep5 through an indigo system cat5 aspiration catheter (cat5). As the physician attempted to retract the sep5 through the cat5, resistance was encountered. It was observed under fluoroscopy that the tip with the "olive" did not move. As the physician continued to retract smoothly, the sep5 was successfully removed; however, it was found that the wire on the sep5 was completely damaged, lengthened, and destroyed. The tip with the "olive" was still on the wire and nothing was left in the patient. There was no mention of any damage to the cat5. There was no report of an adverse effect to the patient.